Event description:
It was reported that the pump touch screen was cracked and unreadable. Customers blood glucose level was 254 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.